Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the battery compartment was cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was observed in the battery compartment. This report is made based on results of investigation completed on 11/20/2015.